Manufacturer narrative:
The reservoir failed the reservoir pre-fill test. Found that the transfer guard needle was loose.

Event description:
The customer called to report that insulin leaked from the reservoir as she was filling it. Nothing further was reported.